Manufacturer narrative:
A device malfunction is suspected but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that handheld computer would not power off per device spec.